Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor, was confirmed. It was found that the resistance values of the keypad were out of range and that the keypad was not responding properly. The motor was found to be corroded and runs not constantly and also the protective earth resistance of the motor cable was out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested, and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor, and could have caused the damage to the motor cable, and the keypad of the hand control set. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on an unknown date, it was observed that the micro tornado hp w hand control device was jammed that it would not turn. During in-house engineering evaluation, it was determined that the motor was corroded. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.